Manufacturer narrative:
Eval: gas spring trip.

Event description:
It was reported by svc report that the fowler will not raise or lower and is stuck in the down position. No pt involvement or adverse consequences are reported.